Event description:
Obtained internal information indicating that lead with s/n (B)(4) shipped to healthcare provider facility on ((B)(6) 2010, and lead with s/n (B)(4) shipped to healthcare provider facility (B)(6) 2010.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturing representative reported the extensions were implanted after their expiration date. They were implanted on (B)(6) 2016. One had a user before date of (B)(6) 2013 and one had a use before date of (B)(6) 2014. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.